Event description:
A user facility reported that an lma would not remain inflated while it was being used in a pt. There was no pt injury or problem. The user facility has returned the lma to the MFR for eval.